Event description:
The event is reported as: the wick inside the device did not absorb water from the reservoir as intended. Pt's secretions got thicker and had a bronchoscopy with reintubation. No further info available.

Manufacturer narrative:
No sample available for investigation. Eval -a substitute lot# was reviewed. Functional testing performed on process sample. Results-other- the process sample of the concha column and concha reservoir were taken in order to reproduce the issue reported. The concha column worked correctly, when the concha reservoir was changed, air pockets were found in the lower tube that could cause the flow of water from the bottle to the column to stop. Conclusions-other-according with IFU, the bottle was squeezed slightly allowing to work properly. No corrective action will be taken because the IFU set-up instruction state how to avoid the defect reported.